Event description:
Journal reference: anheim m, fraix v, chabardes s. Krack p. Benabid a-l, pollak p, lifetime of itrel ii pulse generators for subthalamic nucleus stimulation in parkinsons disease. Mov disord 2007;22(16):2436-2439. The article describes the results of a long term study where 49 pts were treated for symptoms of advanced parkinsons disease with bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn). The purpose of the study was to evaluate the lifetime of chronic stimulators (itrel ii). A number of adverse events related to stimulator end-of-life (normal battery depletion) were included in the article. Unilateral ipg and end-of-life led to sudden and severe aggravation of parkinsonian symptoms in 10 pts. Unilateral ipg end-of-life led to psychosis, including delirium, hallucinations and agitation in two pts.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article. See scanned pages.